Manufacturer narrative:
Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Functional neurological deficits are known inherent risk of onyx procedure and is documented in the onyx instruction for use. Please reference MDR 2029214-2016-01060 for the other onyx reported for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced a recurrence of headaches, with paresthesia of the right side of the face, and deficit of the right upper limb, which was reported by the patient during a scheduled exam already planned on (B)(6) 2016. The parasthesia was very minor but is not yet resolved. The upper arm deficit reported by the patient was not detected by the investigator and was therefore, not treated. The MRI results were totally normal showed a stability of the left frontal pericallosal avm, particularly of the diameter of the drainage veins. There was left frontal ischemic sequelae causing passive ventricular dilatation. There was no issue observed during the onyx embolization. There was no action as a result of the reported event. The reported events occurred 7 months post procedure. The patient was being treated for a left frontal pericallosal avm was revealed by a haemorrhage and was embolised in 3 procedures. The patient was treated (B)(6) 2015 and had been previously treated (B)(6) 2014, (B)(6) 2015 for the left cavm in a frontal/corps callosum localization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.